Event description:
Pt had trach replaced, x-ray done for correct placement. Noted trach tube fragment just above carina in right main bronchus stem. Pt scheduled for bronchoscopy to remove trach fragment. Fragment successfully removed.